Event description:
It was reported the patient experienced swelling at the ipg site. Surgical intervention was undertaken during which the ipg was relocated on (B)(6) 2024. Stimulation was restored following the procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.